Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation alleging a ventilator inoperative condition occurred. The device was not in patient use.. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The manufacturer confirmed no visible signs of any contamination or debris in airpath, machine flow sensor free of contamination and no signs of physicl damage or visible malfunction. There was one error found e-384 (due to failed machine flow sensor and system board pca). The product investigation laboratory investigated the machine flow sensor and system board. The machine flow sensor was installed into the trilogy evo test bed and was able to duplicate the failure of the machine flow sensor. The flow sensor, system board, and blower motor were installed into the trilogy evo test bed. The test bed ran and was able to duplicate the error code evt_press_sensor_mismatch. Determined that the machine flow sensor is the cause of the error evt_press_sensor_mismatch due to contamination. The machine flow sensor was scrapped. The product investigation laboratory also investigated the system board. The system board, along with the blower motor and machine flow sensor, were installed into the trilogy evo test bed and were unable to duplicate the inoperable ventilator alarm. Determined that the system board functions as designed and is unable to duplicate any error codes. The system board was scrapped.

Manufacturer narrative:
In the previous follow-up report (MDR 2518422-2022-83743-1), section h10 was incorrectly captured, it has been corrected in this report to reflect the correct information. The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The manufacturer confirmed no visible signs of any contamination or debris in airpath, machine flow sensor free of contamination and no signs of physicl damage or visible malfunction. There was one error found e-384 (due to failed machine flow sensor and system board pca).